Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(4)- dead battery. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for dead meter. The meter did not turn on by inserting a test strip or by manually pressing the white dot button. The test strips were inserted correctly and customer was using the correct test strips. The battery was installed properly and a new battery was not used. The customer's expected blood glucose test result range was undisclosed. The customer reported symptoms of fatigue and increased thirst. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 04/17/2018 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.